Event description:
Report received of an over-infusion of morphine sulfate due to programming error. The customer contact reported that per review of the history, the pump was programmed with the wrong concentration of morphine sulfate. The concentration of morphine that was hung was 5mg/ml. The rn programmed the pump with a concentration of 1mg/ml. The pump was programmed in a continuous + bolus mode. The customer contact could not recall what the programming parameters were. The pump was infusing with the incorrect concentration entered for approximately 6 hours before the error was noted. There was no reported adverse event with the pt. The pt was reported to be "fine" and required no medical interventions.